Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 59-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). Patient's comorbidities were not reported. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. Staff reported bleeding from both the impella and ECMO sites. Hemostasis was achieved with a femstop at the impella access site. The patient received 8 units of packed red blood cells and 3 units of fresh frozen plasma. Distal pulses remained positive. While on support, the device functioned as intended at p-6, delivering 2.9 l/min with a purge solution of dextrose 5% in water (d5w) containing 25 meq/l sodium bicarbonate. The patient survived to explant. Bleeding may have resulted from access-site complications, anticoagulation requirements, and the critical illness associated with impella and ECMO support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.